Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 12 x 2.50mm promus premier¿ stent was advanced but it was unable to cross the lesion. The device was removed and it was noted that the proximal part of the stent has been lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. The stent struts on the most proximal row were raised and misaligned. This type of damage is consistent with meeting a resistance during the withdrawal of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no kinks or damage along the length of the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery. A 12 x 2.50mm promus premier¿ stent was advanced but it was unable to cross the lesion. The device was removed and it was noted that the proximal part of the stent has been lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.